Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain"), neuropathy peripheral ("neurological conditions:neuropathies") and systemic lupus erythematosus ("systemic lupus erythematosus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prednisone, ativan, paxil and azathioprine. Concomitant products included hepagrisevit forte-n (metanx). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, paraesthesia and neuralgia, systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches/recurring headaches"), fibromyalgia ("fibromyalgia") with fatigue, asthenia, neck pain, musculoskeletal pain and pain in extremity, anxiety ("anxiety"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with cornual resection and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache and abdominal pain lower had resolved and the systemic lupus erythematosus, dysmenorrhoea, migraine, fibromyalgia, anxiety and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, fibromyalgia, headache, migraine, neuropathy peripheral, pelvic pain and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both coils are in position and tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: reporters added. Patient date of birth added. Action taken added. Event neurological conditions: neuropathies added as a medical significant event.event pain changed to pelvic pain, dysmenorrhea, fatigue, migraines, headaches, neuropathies, fibromyalgia, weakness, numbness, tingling and anxiety, cramping, back pain, nerve pain, neck pain, shoulder pain, arm pain, systemic lupus erythematosus added. On 8-oct-2018: pfs received: implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain / pain"), neuropathy peripheral ("neurological conditions:neuropathies") and systemic lupus erythematosus ("systemic lupus erythematosus / autoimmune disorder type of disorder: lupus related symptoms worsened") in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosis, premature delivery, abortion, pre-eclampsia, left lower quadrant pain and fibroids. On (B)(6) 2013 hysterosalpingogram in fluoro should satisfactory placement of the bilateral essure devices. Only partial opacification of the fallopian tubes past the proximal tips of the inner coils but not beyond the distal tips of the inner coils, with no free spillage on either side. Previously administered products included for an unreported indication: prednisone, ativan, paxil and azathioprine. Concomitant products included calcium mefolinate;pyridoxine hydrochloride;vitamin b12 nos (metanx). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches/recurring headaches"). In (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, paraesthesia and neuralgia, fibromyalgia ("neurological conditions or problems type: fibromyalgia") with fatigue, asthenia, neck pain, musculoskeletal pain and pain in extremity and anxiety ("psychological or psychiatric problems condition: worsening anxiety"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with lorazepam (ativan), and surgery (bilateral salpingectomy with cornual resection and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache and abdominal pain lower had resolved and the neuropathy peripheral, systemic lupus erythematosus, dysmenorrhoea, migraine, fibromyalgia, anxiety and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, fibromyalgia, headache, migraine, neuropathy peripheral, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 essure was successfully placed with 2 coils visible in the uterus on the left side and 5 coils visible on the right side. Both ostia were visualized and left cannulated with 2 coils trailing. Right cannulated with difficulty secondary to angle with 5 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: both coils are in position and tubal occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received, lot number added. Medical history, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/severe and persistent pain / pain'), neuropathy peripheral ('neurological conditions:neuropathies') and systemic lupus erythematosus ('systemic lupus erythematosus / autoimmune disorder type of disorder: lupus related symptoms worsened') in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosis, premature delivery, abortion, pre-eclampsia, left lower quadrant pain and fibroids. On (B)(6) 2013 hysterosalpingogram in fluoro should satisfactory placement of the bilateral essure devices. Only partial opacification of the fallopian tubes past the proximal tips of the inner coils but not beyond the distal tips of the inner coils, with no free spillage on either side. Previously administered products included for an unreported indication: prednisone, ativan, paxil and azathioprine. Concomitant products included calcium mefolinate;pyridoxine hydrochloride;vitamin b12 nos (metanx). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches/recurring headaches"). In (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, paraesthesia and neuralgia, fibromyalgia ("neurological conditions or problems type: fibromyalgia") with fatigue, asthenia, neck pain, musculoskeletal pain and pain in extremity and anxiety ("psychological or psychiatric problems condition: worsening anxiety"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), arthralgia ("left hip pain") and nerve compression ("nerve pinched"). The patient was treated with lorazepam (ativan), and surgery (bilateral salpingectomy with cornual resection and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache and abdominal pain lower had resolved and the neuropathy peripheral, systemic lupus erythematosus, dysmenorrhoea, migraine, fibromyalgia, anxiety, back pain, arthralgia and nerve compression outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dysmenorrhoea, fibromyalgia, headache, migraine, nerve compression, neuropathy peripheral, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 essure was successfully placed with 2 coils visible in the uterus on the left side and 5 coils visible on the right side. Both ostia were visualized and left cannulated with 2 coils trailing. Right cannulated with difficulty secondary to angle with 5 coils trailing diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: both coils are in position and tubal occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- left hip pain, nerve pinched. Reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain / pain"), neuropathy peripheral ("neurological conditions:neuropathies") and systemic lupus erythematosus ("systemic lupus erythematosus / autoimmune disorder type of disorder: lupus related symptoms worsened") in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic lupus erythematosis, premature delivery, abortion, pre-eclampsia, left lower quadrant pain and fibroids. On (B)(6) 2013 hysterosalpingogram in fluoro should satisfactory placement of the bilateral essure devices. Only partial opacification of the fallopian tubes past the proximal tips of the inner coils but not beyond the distal tips of the inner coils, with no free spillage on either side. Previously administered products included for an unreported indication: prednisone, ativan, paxil and azathioprine. Concomitant products included calcium mefolinate;p yridoxine hydrochloride; vitamin b12 nos (metanx). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches/recurring headaches"). In (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, paraesthesia and neuralgia, fibromyalgia ("neurological conditions or problems type: fibromyalgia") with fatigue, asthenia, neck pain, musculoskeletal pain and pain in extremity and anxiety ("psychological or psychiatric problems condition: worsening anxiety"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with lorazepam (ativan), and surgery (bilateral salpingectomy with cornual resection and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache and abdominal pain lower had resolved and the neuropathy peripheral, systemic lupus erythematosus, dysmenorrhoea, migraine, fibromyalgia, anxiety and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, fibromyalgia, headache, migraine, neuropathy peripheral, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Essure was successfully placed with 2 coils visible in the uterus on the left side and 5 coils visible on the right side. Both ostia were visualized and left cannulated with 2 coils trailing. Right cannulated with difficulty secondary to angle with 5 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: both coils are in position and tubal occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality- safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.